Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) showed one year remaining on its battery longevity though the ICD was not programmed to high outputs. The physician then requested for analysis. Boston scientific technical services (ts) then discussed the analysis result with the health care professional (hcp) indicating that the ICD had no resets and no abnormal faults noted. However, there was an increase in power consumption noted. Furthermore, the ts stated that the device appeared to have a hardware malfunction and should consider device changeout. Additional information was obtained indicating that the patient was scheduled for changeout. This ICD remains in service. No adverse patient effects reported.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that the device was explanted for premature battery depletion. The device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observations.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 and 003 from hold status.

Event description:
Boston scientific received information that this implantable cardioverter defibrilator (ICD) showed one year remaining on its battery longevity though the ICD was not programmed to high outputs. The physician then requested for analysis. Boston scientific technical services (ts) then discussed the analysis result with the health care professional (hcp) indicating that the ICD had no resets and no abnormal faults noted. However, there was an increase in power consumption noted. Furthermore, the ts stated that the device appeared to have a hardware malfunction and should consider device changeout. Additional information was obtained indicating that the patient was scheduled for changeout. This ICD remains in service. No adverse patient effects reported. Additional information was received which noted that the device was explanted for premature battery depletion. The device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. No additional adverse patient effects were reported.